Event description:
The photograph is a picture of the burn, that the pt got as a result of applying the therma care therapeutic heat wrap to their body in the area seen on the photograph, they decided to send the picture of it because it was a real bad burn there. Pt suffered from it and will have a very permanent scar due to the burn. They also sent a set of the pictures to proctor and gamble, but they have not acknowledged receiving the photographs. This happened to the pt in 2002.

Event description:
Due to a stiff neck setting in, due to yard work, rptr's neck and shoulder were causing them discomfort, so they used the thermacare product for relief. Spouse applied the wrap at 3 p.m. In the afternoon. It felt comfortable and as the hours went by, rptr felt their shoulder and neck area were feeling a lot better. At 10 p.m. In the evening, rptr began to feel a burning, and immediately had spouse to remove the heat wrap. Upon removal there was a severe burn. There were several red burns to the skin, but one that burned through the skin. The pain of the burn was bad. Rptr went to regular doctor for help on this burn. Doctor and his assistant both looked at the burn, both declared it a very bad burn. Dr dressed the burn, gave rptr a prescription called carisoprodol for the pain due to the burning. Doctor also gave rptr a cream to apply on the burn, along with "ouchless" non-adherant pads, 2 times a day, to apply and cover the burn. Rptr returned to dr's office 4 days later at 2:00 p.m.and they had inflammation surrounding the burn. Rptr also has been running a temperature. Rptr never had a temperature before this. Both doctors said that this is a third degree burn. It does feel bad to rptr. Doctor has given 0.9% sodium chloride irrigation usp, to take home and apply to skin with gauze pads to apply 3 times a day until irrigation solution is gone. Rptr hopes this will help, as the burn is aggravating. Rptr never expected such an outcome from a product on the market that was said to be good and safe. Also, there was not any directions in the box, only those on the outside of the box. Doctor wanted that and there was none. He was interested in what it was made with, chemical wise. He saw no info on it. Rptr still has the box with the other heat wrap in it, if needed. These wraps were brought by a family member several weeks ago and given to rptr and spouse as a gift. The family member said that they use them for their problem, and they said that it helped them, so they brought some for rptr to try. Rptr will never want to use any of them at anytime. Rptr thinks they are dangerous. Rptr wonders how many other people have gotten burns from this.